Event description:
It was reported that the tip of the catheter was torn. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was selected for percutaneous transluminal angioplasty. However, the front of the catheter tip was slightly torn. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597. Device evaluated by manufacturer: the mustang device was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that the tip of the catheter was torn. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was selected for percutaneous transluminal angioplasty. However, the front of the catheter tip was slightly torn. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k14159.